Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer stated the alarm occurred during a bolus delivery. Customer's blood glucose was 120 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. It was also found the customer did not have a bent cannula upon removal of their infusion set. The customer also reported when there is half of the insulin remaining in their reservoir, the insulin pump would alarm no delivery. Customer also stated the no delivery alarms occurs every two days. The customer declined an insulin pump replacement. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.